Event description:
It was reported that surgery was performed to remove one defective m6-c that was implanted 2 years ago on (B)(6) 2021.

Manufacturer narrative:
Additional information along with the device return has been requested to complete the investigation.

Manufacturer narrative:
Based on the inspection of the retrieved m6-c, in conjunction with the clinical data and image provided, it is unlikely that the device had failed mechanically at the time of removal. The device remained grossly intact, but there was no evidence of in vivo contact between the endplates or device collapse. Destructive analysis, including removal of the sheath, is necessary to further inspect the integrity of the fiber construct and the core, to determine if mechanical failure of the fiber construct and/or core had occurred. Although tissue samples were taken for microbiological analysis due to suspected infection, no lab results were provided. It is therefore while it is likely that infection was present, it cannot be confirmed that infection played a role in the failure of this procedure and the observed osteolysis. Rmf 0003 rev 39 line 12.58. - infection, infected abscess or infected cyst (not involving resorption or osteolysis), leading to surgical/major intervention with explantation. Rmf 0003 rev 39 line 12.75 - device explanted.

Event description:
It was reported that surgery was performed to remove one defective m6-c that was implanted 2 years ago on (B)(6) 2021.